Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: photo investigation: the product was not returned to j&j medtech orthopaedics, however photos were provided for review. The photo and x-ray investigation revealed that the prongs of the reamer head f/ria 2 ø14. No embedded condition was found in the x-ray evidence. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the reamer head f/ria 2 ø14 would have contributed to the complained device issue. The cause of this issue was identified as deviation from the recommended surgical approach of 10 degrees. No new malfunctions were observed during this investigation that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): product code: 03.404.024s. Lot number: 32901p7. Release to warehouse date: 28.aug.2024. Expiration date: 01.aug.2034. Supplier: (B)(4). Manufacturing site: werk selzach. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that patient underwent an orthopedic procedure (septic pseudarthrosis on the left femur) on (B)(6) 2024. The practitioner uses a ria 2 kit (boring, irrigation, aspiration) with boring heads of diameter 10mm, 12mm and 14mm. The practitioner noted that the plastic tip of the device had melted. The practitioner speculated that it may have heated up because of a blockage point on a dense part of the bone. Another device with the same part and lot was used to complete the procedure. During progressive boring up to diameter 14, the fins of boring head d10mm; d12mm; d14mm broke into the patient¿s bone. Four fins remained in the femoral shaft. The procedure was performed according to the manufacturer's recommendations (angulation, limb position). Procedure was completed successfully with a delay of thirty minutes. Patient status was okay.